Event description:
It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring vasopressors for hypotension and a central venous line needed to be placed. After the procedure was completed, blood pressure was not increased to normal bp. Therefore, when it was checked by echocardiogram and a small amount of pericardial effusion was confirmed. Since cardiac drainage was not necessary, a central venous (cv) route was placed and the patient was followed up. Atrial septal puncture was performed with using rf needle. Ablation was performed before cardiac tamponade was identified. Steam pop did not occur during the procedure. The irrigation flow setting was 30w 8ml/min, 31w 15ml/min. Additional information was received on the event. The adverse event was discovered post use of biosense webster products. After completion of the ablation procedure, the patient's blood pressure was not recovered to normal pressure and cardiac echogram revealed slight pericardial effusion. The physician¿s opinion on the cause of this adverse event was the physician was not sure about the cause of the adverse event. There was no issue observed during the procedure. Intervention provided was vasopressor administration, a central venous route was secured. The pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The force visualization features used were vector and visitag with fot and tag index. The transseptal puncture was performed and an rf needle was used. This event was assessed as a cardiac tamponade since the patient required vasopressors for hypotension and a central venous line needed to be placed to administer the vasopressors.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 04-jun-2022, noted a correction to the 3500a initial. The physician information was omitted in error. Therefore, updated section e. Initial reporter.

Manufacturer narrative:
Additional information was received on 11-may-2022. The patient outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event. The bwi representative heard that the hospitalization was slightly extended but no further information was provided. The generator used in the case was a smartablate. Prior to noting the cardiac tamponade, ablation was performed. The correct catheter settings were selected on the generator. The irrigation flow setting: 30w 8ml/min, 31w 15ml/min. The visitag module parameters for stability set at 2mm, 3s, 25%, 3g. Therefore, fields d10. Concomitant medical products and therapy dates, b 2. Is hospitalization initial/prolonged and h 6. Health effect - impact code were processed. In addition, also provided the lot number on 11-may-2022. Therefore, added d4. Lot, d 4. Expiration date and h 4. Device manufacture date were processed. The investigation was completed on 04-jun-2022. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30681077l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).